Event description:
Customer discovered, while performing preuse checks, the ventilator would not switch from volume support mode to pressure regulated volume control mode after 20 seconds, during the functional test.